Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and sling mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, urinary problems and recurrence.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent examination under anesthesia, excision of vaginal mesh erosion from mid urethral sling, and cystourethroscopy on (B)(6) 2010 due to vaginal mesh erosion. It was also reported that the patient underwent retropubic mid urethral sling placement, a&p repair of iliococcygeal colposuspension, cystourethroscopy, and suprapubic catheter placement on (B)(6) 2010 due to pop, recurrent sui, and intrinsic sphincter deficiency. No additional information has been provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-17451. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that after implantation, patient experienced pain, erosion, recurrence and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2010 due to erosion/extrusion.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 8/1/2019.